Event description:
Event description boston scientific received information that during the left ventricular lead revision proceudre, this atrial lead dislodged. As the lead dislodged it became stuck in the superior vena cava and was no longer in the atrium. Technical services was contacted.